Manufacturer narrative:
Corrected information was provided in b1 (is product problem). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d1 (brand name). Upon review, it was identified that the section d brand name has now been updated. Corrected information was provided in d4 (catalog). Upon review, the section d catalog number has now been updated. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the low or blocked pump flow issue could not be determined without the returned product for investigation and sufficient clinical details. The cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella cp device was inserted via the right femoral artery in a 79-year-old female patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs), with a known history of coronary artery disease and diabetes mellitus. Heparin was not administered and the pump was noted to have no flow. Based on the loss of flow, the clinical team elected to replace the device. The exchange was performed to restore support. The reported events include pump flow issues, medical device revision or replacement, and hemodynamic instability. The impella cp is being conservatively reported for serious injury due to a temporary interruption of hemodynamic support during the exchange; however, the exchange was performed with no consequence to the patient, and support was restored without any known adverse events.